Manufacturer narrative:
Concomitant medical product: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturing representative reported that the connector pin was damaged. Additional information received from the consumer reported poor communication on the patient programmer. Communication was not possible with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was the first of december and the last successful recharge session was in december. The patient was not able to recharge the implantable neurostimulator (ins) because the insr equipment was broken and the desktop charger was just replaced. On (B)(6) 2016, the patient received the desktop charger and recharged the insr. Then the patient attempted to recharge the ins, but was seeing the reposition antenna screen. The patient had repositioned the antenna and followed troubleshooting ups in the manual but continued to see the reposition antenna screen. The patient programmer would not communicate with the ins either. Patient services reviewed the patient was most likely in overdischarge and would need to follow-up with the healthcare provider (hcp) for a physician mode recharge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use include lumbar radiculopathy.

Manufacturer narrative:
(B)(4).